Manufacturer narrative:
(B) (4).

Event description:
It was reported that on follow-up, the pt had impedance readings on electrodes 0 and 2 of less than 50 ohms. There were no initial problems with impedance measurements peri-operatively. There were no pt injuries.